Manufacturer narrative:
Section a2: age and date of birth: unknown; requested but not provided. Section a3a: sex: unknown; requested but not provided. Section a3b: gender: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is on or prior to dec 27, 2024. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted and subsequently removed during the same surgery due to the lens being scratched. No patient issues were reported. It is unknown if any surgical or medical interventions were required or planned. A backup lens was utilized to complete the case without causing harm to the patient. The patient's outcome is reported as fine. No further information was provided.